Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain and chronic low back pain. It was reported on (B)(6) 2017 that the manufacturer representative had been called by an emergency room, the patient¿s pain physician, and the implanting surgeon. The patient had been to the ER 3 times and was then admitted with left sided abdominal pain. The manufacturer representative¿s partner went to the hospital to evaluate the patient. The patient had told the health care professional (hcp)s that the stimulation had been off but when the manufacturer representative evaluated the system the stimulation had been on. The patient was then transferred to the hospital where their implanting surgeon had privileges. The manufacturer representatives had been informed that the patient would be explanted tomorrow morning ((B)(6) 2016). The cause of the abdominal pain remains unknown. X-rays and MRI had been performed but the results were unknown. The surgical intervention was planned but not yet performed. The issue had not resolved at the time of the report. It was unknown if the devices would be returned or not after the explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-01-04 reporting that the patient had a complete explant. The health care professional (hcp) did not feel the need to send the implant back for analysis. All imaging revealed a posterior and midline paddle lead. An MRI revealed 2 herniated discs directly beneath the paddle lead placement as well as a small epidural space. It was thought that the 2 herniations in combination with the paddle lead placement could have caused the left flank/abdominal pain but they could not be sure.